Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post were bent. The reported condition was confirmed. The assignable root cause was determined to be excessive force being placed on the device during use due to misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the dura guard (protective foot) and back post were bent. The event was not related to surgery. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.